Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead pulled back into a less stable position due to difficulty with cutting the catheter. No adverse patient effects were reported. The lead remains in service.